Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was counting up by two's after battery change. Customer also reported that insulin pump received an unexpected restart error alarm during normal use and was not stored or not in use for an extended period of time. Customer's blood glucose was 167 mg/dl. Customer was advised to monitor insulin pump.